Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced an ischemic cerebral vascular accident (cva). The patient had right facial droop and left side arm and leg weakness. CT scan revealed a right hemispheric cva. Echocardiogram revealed thrombus on right sinus of valsalva with aortic valve not opening. International normalized ratio (inr) was therapeutic. The patient was transferred to intensive care and treated with anticoagulation. Subsequently, the patient received a heart transplant on (B)(6) 2017 and remains hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended.  Failure analysis of the returned pump revealed that the device passed dimensional verification and functional testing. Visual examination revealed faint abrasions on the upper housing ceramic surface and matching surface of the impeller. Pathological examination did not reveal presence of thrombus. Log file analysis revealed 10 low flow alarms have been logged since (B)(6) 2017. Power consumption was within normal operating range for the past 14 days upto (B)(6) 2017. Based on the investigation conducted, there is no evidence of a malfunction that could have prevented the pump from performing as intended. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.